Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrence incontinence. A revision surgery was performed in which the device was explanted and replaced. There were no further patient complications.